Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. Further information will be provided as it becomes available.

Event description:
This is a spontaneous report from baxter (B)(4) of a patient's caregiver who contacted baxter on (B)(6) 2011 and reported that the patient had peritonitis. On (B)(6) 2011, baxter contacted the patient's caregiver who reported that the patient had been in the hospital and discharged on (B)(6) 2011. The caregiver reported that the peritonitis had resolved. There was no problem with the home choice. There was no change in the patient's peritoneal dialysis (pd) therapy. On (B)(6) 2011, baxter contacted the pd rn who confirmed that the patient was hospitalized for pneumonia from (B)(6) 2010. The patient developed peritonitis and was hospitalized from (B)(6) 2010 to (B)(6) 2011. The rn reported that on (B)(6) 2011 the patient began treatment with cefazolin 1g and ceftazidime 1gm for two weeks. On (B)(6) 2010 the patient was treated with gentamicin 40mg (length of treatment unknown). On unspecified dates in (B)(6) 2011 the patient was treated with tobramycin 40mg. On (B)(6) 2011, the patient was treated with imipenem 1gm twice a day. No organisms were identified in the pd culture. The rn could not state whether or not the peritonitis was related to any of baxter's pd solutions or devices. She reported that the patient recovered from this episode of peritonitis on (B)(6) 2011 and was discharged from the hospital on (B)(6) 2011. No further information was available.